Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, the cup was placed on the inserter, and then inserted into the patient. The version guide was attached to the handle in accordance with the technique. After several blows to the back of the inserter handle, the top of the set screw fractured. The remainder of the screw stayed inside the alignment guide, as the threads were still inside the guide. No known adverse event was reported. Attempts have been made and additional information on the reported event is unavailable.